Event description:
The field service engineer (fse) while working on device issue found the battery (date of manufacture 060215) would not charge / hold charge. There was no patient or user involvement.